Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for hypoglycemia on with a blood glucose level of 39 mg/dl. The customer was hospitalized approximately 3 weeks prior to the initial call but does not remember the exact date. The customer passed out from the low blood glucose levels. The customer¿s blood glucose level was 495 mg/dl at the time of the call. The customer was treated with IV fluids, and glucagon. The customer was wearing the insulin pump during the hospitalization. The customer did not mention any issues with their insulin pump. The customer did not troubleshoot and did not send the product back for analysis.